Event description:
The customer stated that the rubella calibration failed with error code 1111: mcal 1 too high, on the axsym analyzer. The customer replaced the reagent pack which resolved the issue. No impact to patient management reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.